Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify the event "suture thickness was not uniform": is the suture of a wrong diameter? Different diameter in same pouch. Is the suture diameter different along the thread? No. During the evaluation, it was observed that a needle-suture combination was partially dispensed in the winding former. The needle-suture was dispensed without problem and it was observed that the suture was busted in the middle of the strand. The needle/suture pieces were examined along of the strand and the thickness of sutures were uniform. The suture pieces were measured in diameter and the met the requirements. According to the samples results the product belongs to product code 8704 in diameter ¿7-0¿ prolene suture.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. Prior to use on the patient it was noted that the suture thickness was not uniform. The suture was not used on the patient. A new one was used to complete the procedure. There were no adverse consequences for the patient reported.